Event description:
The customer states unit shut off while in use on patient. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was removed from the patient without further incident. The customer states no leds present on front panel when plugged into ac power, and no power when turned on. The battery was replaced (B)(6) 2020. Support dispatched to field for onsite service, per customer request. Further information is pending.

Event description:
The customer states unit shut off while in use on patient. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was removed from the patient without further incident. The customer states no leds present on front panel when plugged into ac power, and no power when turned on. The battery was replaced (B)(6) 2020. Support dispatched to field for onsite service, per customer request. Further information is pending.

Manufacturer narrative:
The biomedical engineer reported that the field service tech evaluated the unit and found the battery connector came unplugged. The biomedical engineer reported that the unit alarmed when it shut down.